Manufacturer narrative:
The insulin pump was received with cracked and detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a33 alarm due to physical damage to case. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm squirt out during manual prime. Customer was disconnected during prime. Customer's blood glucose was 246 mg/dl. The pump was not bumped or dropped. Customer stated there was no water contact and the drive support cap does not appear to be damaged. Customer was asked verbally and in written form to return the pump for analysis.